Event description:
It was reported that during a da vinci-assisted surgical procedure that the 30-degree endoscope was positioned upside down after an endoscope switch. The procedure was being completed as planned, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and received the following additional information: when the surgeon switched the camera from 30 down to 30 up from the surgeon's console the surgical staff removed the camera. When the camera was reinserted, the image was upside down. Intuitive tech support guided the staff on how to reset the camera and the problem was solved.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) instructed the team to remove the endoscope, press the port clutch to disengage the guided tool change, and then reinstall the endoscope. The issue was resolved following these steps. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause based on the phone support details may be attributed to the guided tool change being engaged while attempting to orient the new endoscope that was to be swapped for the earlier one.